Manufacturer narrative:
(B)(4). The customer reported that there was an inop for 'no signal' from the telemetry system. This is being reported primarily because a philips monitor was in intended to be used for monitoring and the patient died. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was an inop for 'no signal' from the telemetry system.